Event description:
Caller reported an alarm related to the tandem mobi cartridge, occurring on consecutive cartridges since (B)(6) 2025. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue, advised the caller on necessary steps before returning the pump, and arranged for a replacement pump to be sent. Caller understood the instructions and agreed to return the problematic pump within 10 days.